Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced stoma leakage that was purulent with an offensive odor. The patient was treated with a course of unknown oral antibiotics, with no improvement. The surrounding area was mildly erythematous, the fixation plate was sitting loosely on the peg. Advice given to secure the fixation plate close to the abdomen and to tape the peg down.

Manufacturer narrative:
Reference (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.